Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous unspecified below the knee artery. The physician inflated the 2mm x 40mm x 144cm sterling es pta balloon dilatation catheter one time to 10 atms and the balloon ruptured. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status was listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed a hole in the shaft 22mm from the tip and damage to the distal tip. Examination of the material surrounding the hole in the shaft and tip damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. An examination of the remainder of the device did not reveal any other damage or anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous unspecified below the knee artery. The physician inflated the 2mm x 40mm x 144cm sterling es pta balloon dilatation catheter one time to 10 atms and the balloon ruptured. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status was listed as 'good'.

Manufacturer narrative:
(B)(4)